Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 4 months prior they fell, they thought the implanted device became bent or broken inside of them when they fell. They also reported their back had been hurting ever since. The patient was redirected to their healthcare provider.